Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with combination gel-inflatable mentor prostheses and experienced bilateral capsular contracture baker grade unknown. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 450cc, catalog number 3504501bc, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2019. This report is for the second of two devices.